Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing persisting pain at his ipg site subsequent to being in a hospital bed. The patient was admitted to the hospital for health reasons unrelated to his scs system. The patient's wife is to consult with the patient's physician to determine what options are available to the patient regarding this issue.